Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:15:14. During night drain cycle two, the patient's ultrafiltration reading was 2592ml, indicating the home patient (hp) drained 2592ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. "Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The warning on page 15-50 states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.